Event description:
Related manufacturer reference number: 2017865-2021-25174. It was reported a patient's atrial lead presented with an insulation break. There was also low pacing impedance and a decrease in sensitivity noted at the device check. During a procedure on (B)(6) 2021, the right ventricular lead was stuck to the atrial lead so both leads were explanted and replaced. Post-procedure the patient was stable.

Manufacturer narrative:
Analysis was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.